Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The pod was received not deployed. Download data shows the pod had been deactivated by the user during pod operation. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Excess flash was observed on the commutator cap with evidence of contact being observed on the excess flash. The rotational sensor malfunction can be attributed to this excess flash on the commutator cap. Contamination was also observed on the commutator cap. It could not be determined if the contamination contributed to the rotational sensor malfunction.